Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7026482, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced implantable pulse generator (ipg) site pocket pain and inadequate stimulation. The ipg site pain occurred after a non-device related fall. Additionally, the patient had lost weight since the implant and the ipg had loosened within the pocket site. The physician believed there was fluid surrounding the ipg however, did not believe infection was present. The patient underwent a full system explant procedure. The explanted devices will not be returned as they were discarded by the medical facility. The patient is recovering as expected postoperatively.